Event description:
It was reported that bd¿ blunt plastic cannula was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: iccu patient, requiring flush for lumen on central line. Bd blunt plastic cannula opened and found to be bent. Second blunt plastic cannula opened and was also found to be bent.

Manufacturer narrative:
H.6. Investigation: no sample was received, or photos were provided for investigation. Therefore, sample analysis could not be performed, and the symptom reported by the customer couldn't be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd blunt plastic cannula was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: iccu patient, requiring flush for lumen on central line. Bd blunt plastic cannula opened and found to be bent. Second blunt plastic cannula opened and was also found to be bent.